Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device ventilation stopped due to a defective battery. The battery was replaced to address this issue. (B)(4).

Event description:
It was reported to resmed that an astral device triggered a low battery alarm and stopped ventilation while on a patient. The patient was manually ventilated while a backup ventilator was set up. There was no patient injury reported as a result of this incident.